Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that that guidewire fractured into two pieces while inside the patient. The distal tip of the guidewire remains inside the patient. The physician consulted an interventionalist and they agreed not to intervene.

Manufacturer narrative:
As of today, no analysis has been received from the external manufacturer. Should additional information become available, we will provide an updated report.